Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley. Visual inspection of the sample noted obvious visible observation of the balloon mushrooming and cuffing which indicates that the balloon had not fully deflated on the return photo sample. This does not meet specification stating that the "balloon must not cuff after deflation". The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon developed a ridge and nursing staff could not remove the catheter from the patient. It was stated that a urologist had to be called in and catheter was forcefully removed causing discomfort and bleeding in the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon developed a ridge and nursing staff could not remove the catheter from the patient. It was stated that a urologist had to be called in and catheter was forcefully removed causing discomfort and bleeding in the patient.